Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Although recurrence of the subject suggested phenomenon ¿it was enlarged on its own¿ was recognized, the root cause of the event was unable to be specified. It was disassembled and confirmed that the zoom wire in the control section was correctly assembled. The appearance checks discovered scratches, dent, deformation were observed on the cover on the scope distal end section. Therefore, it is presumed regarding the subject suggested event ¿it was enlarged on its own¿ that due to mechanical stress the flexible lens frame and the lens frame in the objective lens unit in the image sensor unit became rattling, which caused the flexible lens frame in the objective lens unit temporarily got caught with the lens frame. As a result it could have resulted in the suggested defective event ¿it was enlarged on its own¿. The zoom mechanism in the objective lens unit in the image sensor unit which was embedded in the scope distal end section is very accurate and subject to effects of impact. Especially mechanical stress which could make dents could have caused the suggested image defect event ¿it was enlarged on its own¿. It is suggested that the user facility inspect the device prior to use and on a regular basis continuously. It is further recommended that the user facility check the environment, method, and condition of handling and storage of the device in accordance with the reprocessing manual and operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus and foreign matter was found in the nozzle; this complaint is most likely the result of insufficient cleaning. Testing and inspection also found the following: the customer¿s complaint (zoom mechanism expands) was confirmed, due to failure of the sliding of the length range fails. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip, the adhesive around the objective lens was peeled, the objective lens had a scratch, the adhesive around the light guide lens was peeled, the connector cover had a scratch. Due to a scratch on objective lens, the image had a partially dark area. The adhesive additionally applied around the objective lens is partially missing and shows wear and tear. The protector of the universal cord on the scope connector side had a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use they observed that when returning to neutral, the zoom mechanism follows and expands without permission. The procedure was completed with another device. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign matter in the nozzle).